Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the identified symptom system error 105 experienced during evaluation. Evaluation determined the cause to be a seized motor. The failed motor assembly was replaced.

Event description:
During baxter's evaluation it was found that a spectrum pump experienced a system error 105. There was no patient involvement.